Event description:
It was reported that myocardial infarction and death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was discharged. Several hours after the patient was already home on the same day of the index procedure, the patient had an inferior myocardial infarction. An ambulance was called. There was st segment elevation noted on an electrocardiogram (EKG). The patient coded before the patient was able to be seen in the cardiac catheterization lab. An autopsy will be performed. The nurse practitioner had viewed a scan and saw the closure device was still located in its original implanted position within the laa, and was unsure of what caused the myocardial infarction. No further details were made available. It was further reported that the patient passed away on the same day, several hours after the index procedure, after the patient went to another hospital ((B)(6) hospital) with a left bundle branch block, and "this was missed at their hospital resulting in the patient passing away". The physician stated the patient death "this was not due to anything we did".

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory h9: added 97423085-fa. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that myocardial infarction and death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was discharged. Several hours after the patient was already home on the same day of the index procedure, the patient had an inferior myocardial infarction. An ambulance was called. There was st segment elevation noted on an electrocardiogram (EKG). The patient coded before the patient was able to be seen in the cardiac catheterization lab. An autopsy will be performed. The nurse practitioner had viewed a scan and saw the closure device was still located in its original implanted position within the laa and was unsure of what caused the myocardial infarction. No further details were made available.

Event description:
It was reported that myocardial infarction and death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was discharged. Several hours after the patient was already home on the same day of the index procedure, the patient had an inferior myocardial infarction. An ambulance was called. There was st segment elevation noted on an electrocardiogram (EKG). The patient coded before the patient was able to be seen in the cardiac catheterization lab. An autopsy will be performed. The nurse practitioner had viewed a scan and saw the closure device was still located in its original implanted position within the laa and was unsure of what caused the myocardial infarction. No further details were made available. It was further reported that the patient passed away on the same day, several hours after the index procedure, after the patient went to another hospital (lexington hospital) with a left bundle branch block, and "this was missed at their hospital resulting in the patient passing away". The physician stated the patient death "this was not due to anything we did".

Manufacturer narrative:
H6 patient code added: heart block.